Event description:
Reported condition: attempting to transport pt from home to hosp on external battery. Vent went into battery low vent did not switch to internal battery. External battery unplugged, vent reset and attempted to restart. Vent did not restart. Vent plugged into ac adapter and restarted. Running too warm, mother states at time it smells.